Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance measurements greater than 2,000 ohms along with loss of capture (loc) at a maximum outputs. The lv lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information was obtained indicating that a possible lead fracture is the source/cause of out-of-range (oor) high pacing lead impedance and loss of capture (loc). However, it did not lead to greater than two seconds of asystole. The patient was experiencing worsening heart failure symptoms presumably due to loss of lv lead capture. The patient does not wish to undergo a surgical procedure to revise the lead. The physician is attempting to change the patient's mind about this.

Manufacturer narrative:
--